Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-07144. It was reported the pt experiences feeling tingling in her right leg while recharging the device. The sensations subsides when the pt turns the charger off. The pt also reported experiencing ineffective stimulation coverage in the desired pain pattern. The pt has been reprogrammed multiple times and continues to work with her physician to achieve satisfactory therapy. On (B)(6) 2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.